Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to perform functional test or download pump history due to physical damage to lcd. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with scratched lcd window. Unit received with dry insulin noted at motor slide. Moisture damage found at motor assembly per visual inspection. Unit received with partially torn keypad overlay.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump was damaged and the display screen was blank. Customer stated device had been dropped before and that they had received insulin from a hospital but was not treated. Customer appeared intoxicated at time of reporting. Customer's blood glucose level was 290 mg/dl at time of reporting. Nothing further reported.